Event description:
It was reported that the patient has had seizures at the end of february and usually only has 3 or 4 seizures a month. It was stated that the patient had to take off work due to the seizures and reported having 10 seizures this month. The patient also reported having a ringing in his ear and stated it was at the time of his seizure. It was noted that he believes he had two night seizures. The patient reported that this was unusual for him as he has not had night seizures since he was young. No additional relevant information has been received to date.